Event description:
Patient reported having had moderate right breast pain. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on plug strap bond edge assessed as unidentified (tear) opening (shell thickness was within specification) and one opening observed on radius side assessed as surgical damage. Pain: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed in fill channel. No further actions are required as the device was implanted.

Event description:
Patient reported having had moderate right breast pain. Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on date 10may2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.